Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level was 109 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. In addition, it was reported that the pump battery was depleting quickly, the pump shut off unexpectedly, and the customer experienced difficulties charging the pump. Customer declined troubleshooting with tandem technical support for these issues.